Manufacturer narrative:
(B)(4). Date sent: 3/21/2024. D4: batch # 352c65. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. Upon visual inspection, the manual override door was noted to be missing; however, the bailout system was not activated. As additional testing, a test bailout door was installed and then, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The event described could not be confirmed as the device performed without any difficulties noted. Since no manual override door was returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. Device history review: a manufacturing record evaluation was performed for the finished device batch number 352c65, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2024. D4: batch # 352c65. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap distal panc the pvs35a stapler was opened and did not have the top over the manual override. It was not on and the manual override lever was up. The surgeon tried to utilize the device but it would not fire. A new device was opened to complete the case without patient harm.